Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the raw material found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection found the top threads of the screw are shaved down. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
One 72201782 9x30mm biosure ha screw used for treatment, was not returned for evaluation. Due to unavailability, the allegation evaluation was limited. If further information becomes available, the complaint may be revisited. Factors that could affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that might compromise product performance or integrity include: 1. Site prep with alternate type or recommended size instruments. 2. Use of damaged or other than recommended prep instrument size and/or types. 3. Taper or larger head to body design not accounted for. 4. Entanglement with guide wire or other instrument causing tears and fracture. 5. Unexpected bone density/condition. 6. Use of excess torque or force. 7. Stripping or over-torque. Per IFU 10600361: ¿use an appropriate size tap to pre-tap the insertion site prior to screw insertion. Prior to use inspect the tip of the driver. If tip flaring is apparent do not use the driver. Excessive force should not be placed on the delivery instrument. In cases where hard bone is encountered, it is recommended that a tap 1 mm larger than the screw size be used.¿ complaint history review indicated a similar allegation for the lot number reported. Batch review did not indicate any failure that supported the allegation. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. Various quality checks are in place to ensure that the material of the device meets requirements defined and validated in the design process. No indications from the device show cause that the material was related to the reported failure. Product met specifications upon release to distribution.

Event description:
It was reported that during an arthroscopy the biosure broke inside the patient. All the pieces were removed. The procedure was completed without delay using a s&n back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: additional information on a1, a2 and a3.